Event description:
The customer reported that a radio frequency ablation procedure was performed in 2009, and the procedure was completed without problem. However, one day post operatively, the patient died of a liver ailment. It was reported that the size of the resulting ablation was larger then expected. One week before rfa operation, peit had been performed on the same patient. Currently, a judicial autopsy is being performed. The needle electrode used in this procedure was submitted to the authorities. The ablation site was a tumor on the liver surface near the kidney. The ablation size was over 3cm, because the peit had been performed previously. It is currently under review, whether or not the ablation device contributed to the death of the patient.

Manufacturer narrative:
The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident, including the autopsy report, have also been asked. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.